Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing which resulted in inappropriate anti-tachycardia pacing (atp) therapy. Review of the stored data also noted varying intrinsic amplitude measurements over the last three months. A revision procedure was performed to explant the lead. However, the replacement lead could not be implanted due to tortuous patient anatomy. Therefore, this lead remains in service and was successfully interfaced to the replacement implantable device. No additional adverse patient effects were reported.